Manufacturer narrative:
The reported event was addressed with phone support. The field service engineer (fse) verified through system logs that the system was running in normal mode with no system errors. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, universal surgical manipulator (usm) 3 had a monopolar curved scissors (mcs) installed and when the staff put on the energy cord, the instrument dropped lower while the surgeon had control. The customer was not sure if the led on the usm was solid blue or blinking blue at the time. The customer stated there were no faults or error messages when the issue happened. Intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the logs but found no related issue. The procedure was completed with no reported injury.